Event description:
Customer reported a leakage of oil and defective vent screw. Device was returned for service. (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the device was dirty, air leaked, oil leaked, and the seals were damaged. This was attributed to normal wear. The housing was exchanged. Inspection and maintenance were performed and the device was returned to the customer.